Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that 9f delivery system was used to deploy the device, larger than the recommended 8 f delivery system per the instructions for use, which could have contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2022, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer talisman delivery sheath. During the procedure, there was a bulbous swelling of the right atrial disc noticed during an attempt to deploy. The device had interaction with cardiac structures during deployment, but there was no adverse patient effect. The device was not released from the delivery cable. The device was retrieved into the delivery system and removed from the patient. There was an attempt to manually correct the device by hand, but it was unsuccessful. It was replaced with another 25-18mm amplatzer talisman pfo occluder, and the procedure concluded without further incident. There was no damage noted during device preparation. The sizing of the occluder was conducted according to the information for use document. There were no kinks or bends noted on the delivery sheath. There were no adverse patient effects.